Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm the explanted devices were not returned to bsn as they were kept by the medical facility a review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had a (B)(6) infection. Symptom of puss was noted around the ipg. It was unknown what caused the infection and if antibiotics were given. No device malfunction was suspected. The patient underwent an explant procedure.